Manufacturer narrative:
Due to character restriction block e1 event site name is sterling addlife india private limi. A getinge filed service engineer (fse) evaluated the unit and found the same. The fse completed an autofill calibration and all functional and safety test were performed. Machine handed to the customer in working condition.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit has autofill error. There was no patient involved.